Manufacturer narrative:
An event regarding seating/locking issue involving a centrax duration 26mm x 44mm was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: confirmed no other similar events for the reported lot. Conclusions: the event could not be confirmed nor the root cause determined as the device was not returned. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information become available, this investigation will be reopened.

Event description:
It was reported that the ring could not be locked with the metal. Another size product was used instead of it and the procedure was used. There is a gap between poly and metal.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the ring could not be locked with the metal. Another size product was used instead of it and the procedure was used. There is a gap between poly and metal.